Event description:
The hospital reported that the patient complained of pain later the same day after undergoing a colonoscopy procedure. Perforation was confirmed and a surgical procedure was performed to repair the perforated site.